Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0 %. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 180 ml/min, resistance index (ri) of 0.83, systolic blood pressure of 160 mmhg, and diastolic blood pressure of 76 mmhg. There was no specific potential cause of reintervention indicated. On the same, 234 days post index procedure, 99 % stenosis noted in left arm anastomosis (including target lesion) with 130 mm lesion length was treated by percutaneous intervention with poba using 5.5 mm x 40 mm 18yoroi and 5 mm x 40 mm shiranui balloon. The final residual stenosis was noted to be 0 %. At the time of event, the subject was on aspirin and anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis, with 4.4 mm reference vessel diameter, 44.75 mm length, and 79.55 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 6.98 %. No complications were noted after pre-dilatation and test device usage. No complications were noted after pre-dilatation and test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 1.61 mm reference vessel diameter, 19.86 mm lesion length, and 52.43 % diameter stenosis. Post-reintervention assessment revealed 44.14 % diameter stenosis. No complications were noted post reintervention. On the same day, the outcome of the event was considered as resolved. The previously reported core lab angiography findings dated (B)(6) 2025 were updated, which revealed that prior to reintervention, the target lesion had 4.3 mm reference vessel diameter, 89.82 mm lesion length, and 74.42 % diameter stenosis. Post-reintervention assessment revealed 20.45 % diameter stenosis. No complications were noted post reintervention. There was limited ability to fully assess fistula due to poor opacification with contrast. The relationship of the restenosis was further reported as not related to the ranger drug coated balloon.

Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment. A4 - weight: 64.6 kg.

Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0 %. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 180 ml/min, resistance index (ri) of 0.83, systolic blood pressure of 160 mmhg, and diastolic blood pressure of 76 mmhg. There was no specific potential cause of reintervention indicated. On the same, 234 days post index procedure, 99 % stenosis noted in left arm anastomosis (including target lesion) with 130 mm lesion length was treated by percutaneous intervention with poba using 5.5 mm x 40 mm 18yoroi and 5 mm x 40 mm shiranui balloon. The final residual stenosis was noted to be 0 %. At the time of event, the subject was on aspirin and anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis, with 4.4 mm reference vessel diameter, 44.75 mm length, and 79.55 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 6.98 %. No complications were noted after pre-dilatation and test device usage. No complications were noted after pre-dilatation and test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 1.61 mm reference vessel diameter, 19.86 mm lesion length, and 52.43 % diameter stenosis. Post-reintervention assessment revealed 44.14 % diameter stenosis. No complications were noted post reintervention. On the same day, the outcome of the event was considered as resolved.